Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.